Event description:
Impedances were greater than 4000 ohms on some bipolar pairs. The leads and extensions were revised. The patient was doing well after revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.